Manufacturer narrative:
Patient symptoms resolved after removal of glycerin and instillation of hep/saline. Glycerin was not distributed by intera oncology. If additional information is received at a later date, a supplemental report will be filed.

Event description:
Healthcare provider reported that a patient developed epigastric pain and had glycerin in their intera 3000 hepatic artery infusion pump. Workup included CT scan, egd, and onyl revealed stranding of the porta hepatis. Patient had removal of glycerin and instillation of hep/saline and symptoms have all resolved.